Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The pacing mode on both sides of the ms marker is ddir, causing the as-vp intervals to vary. All 8 episodes with recording (marker/egm) are this way. The pacing mode appears stuck in ddir.

Event description:
It was reported that there were variable av intervals prior to a mode switch episode while search av was not programmed on. The device is still in use. No patient complications were reported as a result of this event. Update; (B)(6) 2010, it was reported that based on a review of the save to disk ((B)(4)) files, the device appears to be stuck in ddir mode, even though the programmer reported that it is in dddr mode. No additional patient has been sent.